Event description:
Adverse event(s): "myopic surprise with residual cylinder" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with a myopic surprise with residual cylinder following bilateral intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. A company ophthalmologist reviewed the calculations provided by the facility and the following findings were discussed with the site: the reasons for the discrepancy could be inaccurate measurements or refraction, tilted lens or could partially be due to posterior corneal surface. Add'l info was requested on 08/10/2010 and 08/23/2010 by phone, fax, and mail. A completed questionnaire has been rec'd. (B)(4).